Event description:
The patient stated that his infusion device displayed 2.01 and three dashes on the screen with a continuous alarm. He stated his battery had been in use for 4 weeks. He was aware of the recall but stated that he had forgotten to change the battery. He was advised to change the battery every 2 weeks. He inserted a new battery into the infusion device and it operated properly. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
H:6. No product will be returned for evaluation.